Event description:
Same case as 2134265-2011-05128. It was reported that during set up for a peripheral imaging procedure, the imaging catheter tip detached. The 100% stenosed lesion was located in a moderately tortuous, calcified right common iliac artery (cia). While loading the atlantis .018 40mhz peripheral imaging catheter onto the non-bsc guide wire, resistance was met. The physician tried wetting the imaging catheter and the guide wire, but this did not resolve the issue. During withdrawal of the imaging catheter from the wire, the tip of the imaging catheter detached while it was outside the body. This occurred again with a second atlantis .018 40mhz peripheral imaging catheter. The procedure was eventually completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the following things were identified during the analysis of the imaging catheter: the distal tip was detached from the catheter when received. The detached distal tip appears stretched and measures 1.2 cm long. The break does not appear to be brittle as signs of elongation was observed. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2011-05128. It was reported that during set up for a peripheral imaging procedure, the imaging catheter tip detached. The 100% stenosed lesion was located in a moderately tortuous, calcified right common iliac artery (cia). While loading the atlantis .018 40mhz peripheral imaging catheter onto the non-bsc guide wire, resistance was met. The physician tried wetting the imaging catheter and the guide wire, but this did not resolve the issue. During withdrawal of the imaging catheter from the wire, the tip of the imaging catheter detached while it was outside the body. This occurred again with a second atlantis .018 40mhz peripheral imaging catheter. The procedure was eventually completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).